Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad trace. The insulin pump had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they received the alarm in the middle of the night. Customer's blood glucose level was 319 mg/dl. Customer was giving herself a correction when she received the button error. Customer stated that she saw flashing and tried to take the battery out to correct the issue. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.